Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation -spinal pain. It was reported that the patient was seen on (B)(6) regarding her implantable pulse generator (ipg). The site was swollen and cellulitis was suspected. The patient was placed on oral antibiotics which seem to have helped. Patient is being re-scheduled to see the healthcare provider on (B)(6), to evaluate wound site. No factors known to contribute to reported issue. Issue not resolved a time of report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the cause of the infection was not determined, however it has been confirmed by the physician and resolved.